Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "dirt inside the packaging, stuck in the needle."

Manufacturer narrative:
H.6 investigation summary: after analysis of the sample we found that it was characterized as a crusted foreign matter located on the needle guard fitting flap, thus out of the fluid path. We find that the foreign matter comes from burnt plastic material. The investigation submitted the sample according to the procedure for visual inspection of foreign matter according to the bd procedure. The defect was found in the needle guard snap vane that presented with degraded material and is related to degraded material within the injection cylinder. The incident identified from this complaint will be monitored for trend assessment. A DHR review: 8225650 was performed the DHR review and the manufacturing date for this batch was june 27 th ¿ 30th, 2018. The process inspections were performed, and no records of this incident were found. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found before use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "dirt inside the packaging, stuck in the needle."